Event description:
The user fall on the ground and reported that he could not longer respond to sounds. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user fell on the ground and reported that he no longer responded to sounds. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user_s hearing performance is affected. Reportedly, the user no longer responded to sounds after a trauma occurred. The user was re-implanted.

Event description:
The user_s hearing performance is affected. It is reported that the user fell on the ground and had no longer responded to sounds afterwards. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.